Event description:
A nurse reported that a pt underwent a scheduled day surgical herniorrhaphy on (B)(6) 2015, due to repair of an existing pelvic hernia. This nurse stated that it is unk whether or not peritoneal dialysis therapy exacerbated the pelvic hernia. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2015, the pt's signs and symptoms of pelvic hernia have resolved and the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.